Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, soreness, difficulty with daily living activities, and toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone. Update rec¿d 2/6/2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain and dislocation. Records are available for further review. The complaint was updated on: 3/6/2014. Update ad 14 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. Ppf alleges dislocation with closed reduction. Added the expiration date, UDI, revision surgeon and hospital. An impacted product record for the stem was added due to the alleged toxic cobalt-chromium metal ions. Doi: (B)(6) 2002 : dor: (B)(6) 2005 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.